Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the complaint description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to sense b noise and oversensing. Analysis of the system was performed, and it was found that low amplitude was also observed. Other non-treated episode of this type of oversensing were found. Troubleshooting options and a potential system revision were discussed. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to sense b noise and oversensing. Analysis of the system was performed, and it was found that low amplitude was also observed. Other non-treated episode of this type of oversensing were found. Troubleshooting options and a potential system revision were discussed. This system remains in service. No further adverse patient effects were reported.